Event description:
It was reported that a patient will have a revision for a patient matched implant due to glenoid bone loss. A vault reconstruction system may be required, and a revision has been planned. Due diligence has been completed for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10: anatomical shoulderâ¿¢ reverse, screw system, 4.5-33; item# 0104223033; lot# 2707928 15mm post length base plate; item# 00434901500; lot# 62645037. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
No additional event information at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint histories found no additional related complaints for these items and the reported part and lot combinations. With the available information a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b2, b3, b5, d6b,g3, h2, h3, h6, h10 corrected: b1, d4, e1 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had a revision surgery for a patient matched implant due to glenoid bone loss, approximately 10 years after initial implantation. The implants were removed and put in a spacer in to order the custom vrs. Subsequently, 4 months later the procedure was completed and the custom vrs was implanted. Due diligence has been completed for this complaint; to date all available additional information has been received.